Event description:
End user was coming down a flight of stairs when the crutch cuff broke. User sustained injury, but type not reported.

Manufacturer narrative:
The plastic portion of the cuff shaft fractured during use.